Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure and death as adverse events that may be associated with the use of the hm 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the right heart failure existed pre-left ventricular assist device (lvad) implant and the lvad did not cause or contribute to the right heart failure. The patient had volume overload and increased heart failure. The death was not considered to be device related and it was noted that the device operated as expected.

Event description:
It was reported that the patient passed away due to right ventricular failure post-surgery for a tibia/fibula fracture. The death was not considered to be device related and it was noted that the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.